Event description:
In this event it is reported that propex pixi eur was giving incorrect measurements. Outcome is unknown as of this MDR.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
After inspection of device found damaged connector (wear or shock); hook tip changed color from gold to black that has electrical resistance. So unit show incorrect reading.